Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange due to concern with the product.

Event description:
Patient reported a right side rupture and exchange due to concern with the product. Device remains implanted.

Event description:
Patient reported a right side rupture and exchange due to concern with the product. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and missing piece of the shell. Weight measurement identified device was underweight. A microscopic analysis was performed which identified sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on broken due to an unidentified (tear) opening.

Event description:
Device was explanted.